Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 1.483 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient suddenly experienced withdrawal and went to the emergency room (ER). It was noted that the pump would be replaced due to the withdrawal and normal elective replacement indicator (eri). The pump was interrogated and no motor stalls were logged. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the withdrawal could have been due to the patient running out of their oral medication. It was noted that the pump was still functioning but was pending replacement. No further complications have been reported.